Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing separated at the filter during a tpn infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated at the filter was confirmed. Visual inspection observed that the pvc tubing sleeve to the filter outlet port was completely detached. Further inspection under magnification of the tubing's separated end observed insufficient solvent being applied at the tubing engagement. Functional testing was not performed due to the obvious separation. The root cause of the tubing separated at the filter was insufficient solvent applied at the engagement of the tubing during manufacturing of the set..